Event description:
It was reported that the patient presented in clinic for unrelated issues. The physician noticed that pus was coming from the incision site; the patient had developed an infection. The system was explanted. The patient would be monitored.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).